Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the therapy has turned off and reset to shipping parameters. The patient was trying to change their program on the date of the call and saw the por (power on reset) message screen. The patient had a fall a couple of weeks ago, had not had emi environmental exposure. Patient was advised to contact their healthcare professional to have the device reset. No further complications were reported or are anticipated.

Manufacturer narrative:
Correction: b1 updated to adverse event and product problem. B2 intervention required added. H6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2018-may-16 crts (B)(4) (con): information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the therapy has turned off and reset to shipping parameters. The patient was trying to change their program on the date of the call and saw the por (power on reset) message screen. The patient had a fall a couple of weeks ago, had not had emi environmental exposure. Patient was advised to contact their healthcare professional to have the device reset. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient was trying to change their program on the date of the call and saw the por (power on reset) message screen. The patient had a fall a couple of weeks ago, had not had emi environmental exposure. Patient was advised to contact their healthcare professional to have the device reset. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.